Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Equipment was returned to olympus without reprocessing performed/completed at the facility, resulting in foreign material remaining in the air and water cylinders and air and water channels. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope rubber at the distal end was porous. There were no reports of patient harm. During evaluation of the returned device, it was found that there was an insufficient or incorrect reprocessing of the scope and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of rubber at the distal end was porous and was confirmed. Device evaluation found that the air and water channel and cylinder had foreign objects inside. The foreign material could not be removed even if the correct reprocess was performed due to the buckling of each channel, nozzle, the gap on the insertion section or the boot. It was unknown what kind of material was responsible for the clogging. The additional evaluation findings are as follows: light guide lens had cracks, chips, scratches, or stain, bending section cover adhesive deterioration and separation on the thread-wound sections, and insertion tube buckled, and coating had peeled off, buckled on protector insertion section. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.